Event description:
During preventative maintenance testing at the suer facility, the device did not alarm when a distal occlusion was repsent. There were no reports of any adverse vents while the device was in clinical use.

Manufacturer narrative:
H10: the device is expected to be returned for investigation. It has not yet been received.